Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a strand of hair in the package was confirmed and determined to be manufacturing related since the hair was contained in a sealed needle guide kit. The hair was visible between the csr wrap and the inside surface of the tyvek packaging. The complaint sample was forwarded to the manufacturing facility for further review. Manufacturing facility evaluation: the complaint of ¿hair inside the sterile package¿ is confirmed; a hair was observed between wrap and tyvek which was trapped in the sealing process. The cause of this condition is manufacturing related. During the packaging process the product is 100% inspected by production personnel and is sampled by qc inspector. Production personnel were notified.

Event description:
It was reported that there was a hair inside the sterile package. Device was not used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a strand of hair in the package was inconclusive due to the sample condition. Two photographs were provided for investigation. The images were not in focus; however, what could be a strand of hair was observed between the gold sticker and the corner of the blue csr wrap in the close-up photo (2nd image). It could not be discerned if what appears to be a strand of hair is within the package or on the external surface. At this time, based on the condition of the evidence provided for investigation, the complaint could not be verified and was determined to be inconclusive. If the physical sample is returned for investigation, the complaint will be reassessed at that time.

Event description:
It was reported that there was a hair inside the sterile package. Device was not used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav0172 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hair inside the sterile package. Device was not used.